Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of a 26mm sapien 3 valve, in mitral position by transfemoral approach. After the first valve was implanted, the valve migrated into ventricle. The first valve was parked in the aortic valve and a second valve (29mm sapien 3) was successfully implanted in the mitral position.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received notification from our affiliate in south africa. As reported, it was a valve in valve case of a 26mm sapien 3 valve, in mitral position by transfemoral approach, into a 29mm non-edwards valve implanted for approximately 9 years. The first valve implanted migrated into ventricle. The first valve was parked in the aortic valve and a second valve (29mm sapien 3) was successfully implanted in the mitral position, without any complications afterwards. It was decided to implant a 29mm instead of 26mm valve because of the embolization, both options were indicated for valve in valve, then it was decided that the bigger one would be the better option for the second valve. The patient did not suffer any injury with regards to the valve implantation. There were vascular complications as a result of the closure device that was used, which lead to complications in the procedure. As per medical opinion, it was due to placement of valve before deployment, as well as too quick inflation of the balloon.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. The complaint of valve embolized into the ventricle was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''the first valve implanted migrated into ventricle. The first valve was parked in the aortic valve and a second valve (29mm sapien 3) was successfully implanted in the mitral position, without any complications afterwards. It was decided to implant a 29mm instead of 26mm valve because of the embolization, both options were indicated for valve in valve, then it was decided that the bigger one would be the better option for the second valve''. In this case, it is likely the valve size is within the borderline between size 26mm (upper range) and size 29mm (lower range). Per IFU, ''correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, residual gradient (patient-prosthesis mismatch), and/or annular rupture''. If the undersized of valve was selected, the deployed valve could not secure onto pre-existing valve resulting valve embolization. Additionally, reported that ''the failure of the event was due to placement of valve before deployment, as well as too quick inflation of the balloon''. Per the training manual, ''slow inflation during initial deployment may help with stability of the delivery system and thv during deployment''. The deployed valve (26mm) may at the highest side of borderline thv size selection, it will require higher stability of deployment process. So, the quick inflation of balloon can lead to unstable of valve deployment, which leads to the valve embolization. As such, available information suggests that procedural factors (borderline valve selection, quick inflation during valve deployment) may have contributed to the complaint event. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.